Manufacturer narrative:
Review of inspection records showed no anomalies for this lot. The returned unused twist drill was found to be in specifications. The returned broken twist drill was tested and found to be in specification for hardness. At the break, the twist drill showed evidence of rotational deformation that would be experienced by a drill that was biding in the bone or metal fixture.

Event description:
Tip of twist drill broke off in pt during surgical procedure. Doctor elected to leave broken piece in pt. No injury resulted.